Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call the customer was hospitalized due to low blood glucose. The customer has been using sensor for a year and has encountered a few lows. The customer's blood glucose at the time of hospitalization was 29mg/dl. The sensor alarmed twice during the hospitalization. Customer stated the device alarmed at 65mg/dl and the blood glucose was 87mg/dl. The insulin pump had the double arrows going up and the blood glucose was 140mg/dl and sensor glucose was 237mg/dl. The paramedics were contacted and transported her to the hospital. The customer's blood glucose was 155mg/dl. The customer stated she had hypoglycemia. The insulin pump passed displacement test. Advised customer to monitor the insulin pump and call back if issues persist.